Manufacturer narrative:
Product complaint # (B)(4). Complainant device/part is not expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative. Reporter state: (B)(6). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part:07.702.040s. Lot: 9a53270. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: 10 may 2019. Expiry date: 01 jan 2022. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a (technical assistant) reported that the bone cement traumacem v+ was unusable during the surgery as the surgeon decide the augmentation. The surgical technique was followed and prepared the cement in less than 27 minutes (as indicated in the augmentation technique) at room temperature. The cement didn't passed through the cannula, so the surgeon decided not to set the cement into the patient. No other information is available. This report is for one (1) traumacem(tm) v+ injectable bone cement - sterile. This report is 1 of 1 for (B)(4).